Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the bending section cover was discolored, switch 2 was damaged, the connector was corroded, and the hold ring on the distal end was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The customer provided additional information that the endoscope was not contaminated. The device was decontaminated after use but the machine cycle could not be completed because of a leak alarm. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.